Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer ordered a new footswitch and returned the original for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 28, 2011. Based on qa assessment, the product met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no visual nonconformities. The returned footswitch was connected to a calibrated system hotbed. The system was powered on and a system message (sm) was observed. The bottom of the treadle was cleaned and was re-tested. However, the sm remained unresolved. The continuity between both contact brackets and the lever bracket assembly was checked and found to be conforming. The lever bracket assembly was adjusted closer to the contact brackets. The footswitch was re-tested. No nonconformities were observed. The root cause of the reported event can be attributed to a nonconforming treadle. (B)(4).

Event description:
A customer reported that there was a footswitch issue during calibration and setup. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).